Manufacturer narrative:
The device is available for evaluation, however has not been received yet.

Event description:
The event involved a tego¿ connector. It was reported issue was that blood tube approach was blown up by tego. The tube detached from the tego twice during dialysis. Patient was not harmed but some blood has escaped. There were no actual serious consequences for the patient the user or third party but could have bled to death if the dialyzer had not set off an alarm. This is the first of two cpatured events reproted.

Manufacturer narrative:
Received one (1) used 011-d1005 tego connector connected to unknown mating devices. The male luer mating device had cracks around the spin collar. The setup was leak tested according to product specifications. There was no leakage. The spin collar was connected and did not spin loose and remained connected. The complaint of cracking male luer spin collars can be confirmed. The probable cause of the mating device male luer spin collar cracking cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.